Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse during leucovorin therapy. The pump was programmed for a ninety minute infusion without issue and appeared to be running correctly. Ninety minutes later the bag was nearly full and very little drug appeared to have reached the patient. A new pump was used and the remainder of the infusion was delivered without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.